Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on an adc meter. As a result, experienced a loss of consciousness, "tremors", "could not walk", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) performed and electrocardiogram with unspecified result and a blood glucose measurement with unspecified result, prior to providing unspecified treatment for a diagnosis of hypoglycemia. The customer additionally received "ten days of unspecified treatment" at the hospital following the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on an adc meter. As a result, experienced a loss of consciousness, "tremors", "could not walk", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) performed and electrocardiogram with unspecified result and a blood glucose measurement with unspecified result, prior to providing unspecified treatment for a diagnosis of hypoglycemia. The customer additionally received "ten days of unspecified treatment" at the hospital following the event. There was no report of death or permanent impairment associated with this event.